Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod between 1 and 4 hours their blood glucose level had rose to over 400 mg/dl. The patient reports they were vomiting and could not keep liquids down. The patient reports the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The pod will not be returned as it has been discarded.